Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced somnolence, beginning on (B)(6) 2013. On this day, the patient had a pump refill. During the refill, improper operation of the physician programmer resulted in the pump to operate at a 12,000 mcg/day for approximately one hour. The patient developed somnolence due to an overdose and was admitted for the day for observation. Tendency of somnolence was observed for a day. Subsequently, the symptoms improved and the patient was discharged from the hospital. At the time of the report, the patient was recovering. The adverse event was related to the drug, not related to the device system and unknown if related to the procedure. The device system was used to deliver gabalon, normally at 77mcg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown; product type catheter product ID 8840; product type programmer, physician. (B)(4).

Event description:
It was later reported the patient had lung cancer diagnosed on 2012 (B)(6) and still had therapy. It was reported the programmer was restored to its target values on 2013 (B)(6) and the patient awoke on 2013 (B)(6). It was reported the patient recovered.

Event description:
Additional information reported the somnolence was related to the investigational drug.

Manufacturer narrative:
(B)(4). Conclusion: code does not apply to this event.